Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. Complete loss of left ventricular capture was noted. No intervention was performed and no other patient issues noted.